Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer¿s husband reported that following a cataract extraction with intraocular lens (iol) implant procedure, the consumer had distance vision issues and still had blurry vision. The consumer also had a cornea edema after surgery and that has already been addressed and is seeing the doctor to monitor the swelling.